Manufacturer narrative:
Failure analysis: the insulin pump was received with all buttons unresponsive due to keypad connector unlocked. Unable to perform the self test and displacement test due to button keypad anomaly. The insulin pump passed stop current test. No blank display noted. The insulin pump had cracked battery tube threads, reservoir tube lip and minor scratched display window.

Event description:
The customer mother reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.